Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted. A CT scan revealed subarachnoid and intraparenchymal bleed. Inr was 1.6. The vad was reportedly functioning as expected. It was reported that the patient had had viral symptoms with vomiting and diarrhea. The patient had seen primary care physician. Treatment included transfusion of 2 units fresh frozen plasma (ffp), vitamin k, and kcentra. The patient was intubated. The patient¿s family decided on comfort measures only and the patient expired. No autopsy was to be performed and the vad would not be returned to the manufacturer.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.